Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021-02930.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021-02930.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, lot: unk, unk head. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02502.

Event description:
It was reported that the patient was revised for unknown reasons. The head and liner were exchanged. Attempts to obtain additional information have been made; however, no more is available at this time.